Event description:
It was reported that the programmer screen intermittently froze when performing a sensing test and the test could not be ended. Technical services provided possible causes and recommended to return for repair. At this time, the programmer remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device identified no abnormalities. An automated electrical and functional testing was performed in which testing passed and did not exhibit any evidence of an unresponsive touchscreen. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch, and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received."

Event description:
It was reported that the programmer screen intermittently froze when performing a sensing test and the test could not be ended. Technical services provided possible causes and recommended to return for repair. At this time, the programmer remains in service. No adverse patient effects were reported.